Event description:
Upon further query the following was provided that indicated a general report of unspecified number of undocumented incidents of the devices alarmed e321 (battery charger timeout). On unspecified dates and times, the devices were programmed for deliveries of unspecified medications. No specific programming parameters were provided. After unspecified lengths of time, the nurses reported the devices alarmed for e321 (battery charger timeout). The devices were removed from clinical service. Therapy was resumed using replacement devices. There were no reports of any adverse patient events and no reported delays of critical therapies while the devices were in clinical use. No medical interventions were reported. During testing at the user facility the devices alarmed e321 (battery charger timeout). Though requested, no additional information was provided.

Manufacturer narrative:
User facility mandatory medwatch was received on (B)(4) 2013. The report number is (B)(4). The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. As indicated, the device has been identified as part of a product recall. See attached customer notification dated (B)(4) 2013. This report represents all the information known by the reporter upon query by hospira personnel.